Event description:
9/25/96 dr. R. Confirmed the info as reported by the rep. The clips were retrieved from the pt and there was no consequence to the pt. Another instrument was used to complete the case. Tsb